Manufacturer narrative:
(B)(4). Event eval: still under investigation.

Event description:
The physician was attempting to cross the tight stenosis using a standard j wire and the catheter. The tip of the catheter broke off above the stenosis in the right common femoral artery. Attempts to snare the device which were unsuccessful. The pt was sent for emergency surgery to retrieve the device. It is unconfirmed whether or not the pt has experienced adverse effects as a result of this complaint. On (B)(6) 2013: this was a very tight stenosis and they couldn't access across it.